Event description:
Health professional reported a port leak with unsuccessful fill and no restriction.

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not yet received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial # has been requested, however was not available. The serial # reported to allergan was found to be incorrect and did not match allergan mfg info. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."